Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred on the homechoice (hc) device, during drain one of four. The home patient (hp) explained that they disconnected to use the restroom and then reconnected. The technical service representative (tsr) explained proper procedure. The tsr had hp cycle the power on the hc to end therapy and advised hp to start over with new supplies. There was no adverse event indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.